Event description:
During a rotator cuff repair using a healicoil rg dilator 4.75mm, reusable, it was reported that the tip broke. The surgeon was tapping into the humeral head, and upon twisting the tap, the tip broke and embedded into the patient. The surgeon was unable to retrieve the broken fragment. A different device was used to tap a second hole for the anchor. The anchor was placed and the procedure was completed. The patient¿s bone quality was good. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 4.75mm healicoil rg dilator was returned for evaluation. Visual assessment of the device confirmed the breakage. The distal tip forward of the threads has broken off. There are no material voids present at the break area. The strike plate, located on the proximal end of the handle, shows deformation. This damage is consistent with being struck with a mallet during use. Dimensional inspection of the remaining portion of the device confirmed it met print specifications. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).